Event description:
It was initially reported that the pt passed away from cancer. The relationship of the cancer to vns is currently unk. Attempts for add'l info have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient's generator and lead were not explanted after the patient passed away. The patient's treating neurologist has not provide additional information. A battery life calculation was performed using available history in the manufacturer's database. Based of the available information, it does not appear that the patient's generator was at end of service at the time of the patient's death.

Manufacturer narrative:
Analysis of programming history.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was: malignant neoplasm of testis, unspecified. There is no allegation or other information indicating that the death is related to vns.